Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) caused a red screen to be displayed on the programmer. However, the clinician did not see an error code. The field representative was contacted and sent print outs to technical services for review. The technical services consultant noted a da error code on the report and discussed that this was a benign, self-correcting memory corruption. The field representative later submitted device data to technical services, who confirmed the device was functioning normally after the da error. No adverse patient effects were reported.